Manufacturer narrative:
Additional information for h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap of a minicap extended life pd transfer set disconnected from the line while removing the device from the package. This was further described as ¿the primary packaging of the transfer set was removed and the line was taken by inserting the ring finger of the dominant hand into the ring; when lifting the line, and on the way to the sterile field, it fell to the ground; the nurse was left with the ring in her hand and the line on the floor¿. This was identified during set up for a transfer change prior to patient use. There was no patient involvement. No additional information is available.